Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding a patient who was receiving morphine (concentration 5mg/ml, dose 0.486 mg/day) via an implantable pump for non-malignant pain. A motor stall was seen at initial interrogation, the patient recently had a magnetic resonance imaging scan (MRI) on (B)(6) 2017. It had not been less than 2hrs since patient exited the MRI field. A recovery was noted on this report date after the pump was interrogated. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional via the manufacturers representative indicated that the patients weight was unknown. No further complications were reported.